Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID wr9220 serial# (B)(6) product type recharger product ID a90300 product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient reported that while they were able to connect to their settings to increase their stimulation last night, they were also trying to charge their implanted neurostimulator (patient confirmed the communicator was not on during this time) and the handset (patient had an a10e) wasn't connecting at all to the recharger. The patient stated they had "a heck of a time," because the recharger application appeared to be throwing the patient back out to the main manufacturer blue background with all the applications and a "page" would pull down from the top with "all these controls on it." The patient stated they would have to go back into the recharger application and hit "connect" again. The patient stated they thought the recharger was "fine" and that it was the handset that seemed to be the issue. On the call, the patient started up the handset and entered into the recharger application. The patient then hit 'connect' and patient services heard the recharger connect to charge the ins. The patient stated they'd already placed the recharger over the ins site. The screen showed the application was connecting to the recharger but then the patient stated it spit them back out to the apps home screen. Patient services asked the patient if they thought they had been accidentally backing out of the application and the patient stated they were not and that they had their hands placed on the edges of the handset. The patient then entered back into the app and it showed it was connecting to the recharger. Patient services tried to get the patient to tap the 3 little lines to close out of the application entirely and enter back into the application, however the screen didn't change when the patient touched the 3 little lines. The patient then stated that the screen then showed that the handset had connected to the recharger and showed they had excellent connection and the ins battery was at 10%. The patient then stated that the recharger went back to searching for the ins. The patient stated they could feel where the ins was under the skin on their hip/buttock area that it didn't feel deep and that it was level to the surface of the skin. The patient then got a recharger inactive message but they did not see a service code. Patient services reviewed with the patient to line the bullseye of the recharger up over the ins site with a thin layer of clothing between the ins site and the recharger and the patient stated they weren't able to charge with a thin layer of clothing so they had to go under the band of their underwear and against the skin to charge. The patient mentioned at this point that they'd been placing the handset directly over the recharger that was over the ins. Patient services reviewed best charging practices with the patient and the patient was able to start a charging session with an excellent connection and the implanted neurostimulator battery was at 10%. When discussing emi with the patient, the patient stated that when they had been attempting to charge last night, they had been sitting right next to a computer and they thought that was what had been the issue. They stated they were now away from emi and sitting on the bed. The patient stated there was nothing on the screen about their therapy being on or off, just that it was at 10% and they had excellent connection and they "knew it was charging now." The patientstated everything was working now and that they'd continue to charge their ins up to 100% at call's end. The patient stated they would call back if they noticed if they had further issues with charging or if they noticed any further issues with their handset. Patient is currently traveling at this time and away from home.